Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak when their transfer set disconnected from the patient line as they slept. The patient was subsequently diagnosed with peritonitis. The cause of the disconnection was unknown. Treatment and the patient outcome were not reported. Action taken with pd therapy during this event was not reported. Additional information is not available.